Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
Additional information received reported that the manufacturing representative was able to reprogram the patient. Patient was no longer feeling shocking between his shoulder blades.

Manufacturer narrative:
Initially reported for serious injury. After additional review there are no indications of serious injury. Reportable for malfunction only. Outcome attributed to adverse event: removed intervention required as this was not a serious injury.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation in his upper back area between the shoulder blades. The lead was placed at the thoracic level for lower extremities stimulation. His doctor attempted injections to cover the pain and the device was reprogrammed. Additional information has been requested.

Manufacturer narrative:
(B)(4)